Manufacturer narrative:
(B)(4).

Event description:
It was reported that replace sensor alert occurred. It was indicated that the patient was under 2 years of age and the sensor was inserted into the arm on (B)(6) 2019, which are off label usages of the device. Data was evaluated and the allegation was confirmed as an early sensor expiration. The probable cause was determined to be early sensor expiration. The reported event of a replace sensor alert is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.